Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient fell a couple weeks ago. Since patient fell they have a catheter in because they won't pee on their own and patient is raw from the catheter. Patient has an appointment with the doctor (B)(6) at 9am. The doctor is requesting a rep to be at the appointment. They were hoping the patient could get a new patient programmer and be reprogrammed to get some relief. When they are emptying the catheter it has been full they are not voiding on their own. I asked if they know that their stimulator battery is still good. Patient rep said, the patient hasn't been checked in two years. I told her they might want to check the battery longevity of her current battery before getting a new patient programmer. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.